Event description:
The manufacturer's field service engineer (fse) reported that the unit has an error code message of machine and proximal pressure sensors failure after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable. There was no patient involvement.

Manufacturer narrative:
The power management (pm) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The pm pcba was installed in the fi test ventilator. An operational test was performed and failed during power up from ac and it did not deliver breaths. The ac led indicator was turned on and the ventilator went ventilator inoperative (vent inop) with error code message of machine and proximal pressure sensors failed. In addition, multiple error code messages were noted in the log. During debugging, fi technician found the pm pcba u16 (high-speed differential receivers) pin 9 and pin 8 internal shorted. Fi technician removed and replaced the defective u16 with an in house u16 on the pm pcba . Fi technician re-installed the pm pcba into the fi test ventilator and retested; the ventilator passed all required tests with no failures identified. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to u16 pin 9 and pin 8 internal shorted on the power management pcba.